Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had been running high for a few days and had changed her site a couple of times. She experienced bent cannula and diabetic ketoacidosis. The patient stated that she had several bent cannulas in the past, could not remember if infusion set, she wore when going to the hospital had a bent cannula or not. She took a bolus with the pump and multiple dose injection to resolve the issue, but on (B)(6) 2018, she went to the emergency room with blood glucose level of 385 mg/dl where she received insulin via intravenous route as corrective treatment. The patient had high ketone level which the health care professional assessed as dangerous/life threatening. The infusion set had been in use for one day and there was no permanent damage to the patient. After spending four hours in the emergency room, the patient was admitted to the intensive care unit where she received insulin via intravenous route which resolved the issue. On (B)(6) 2018, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.